Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard g2 filter was deployed in an infra renal location. Follow-up inferior vena cavography after filter deployment demonstrated satisfactory positioning of the filter and free flow of contrast across the filter. Approximately, thirteen years and nine months of post-deployment, a computed tomography of abdomen and pelvis was performed which showed that the filter has migrated caudally approximately 2-3 cm and now positioned more inferiorly at the l2-l3 level. The filter was now severely tilted laterally (23 degrees) such that the filter apex was in direct contact with and likely embedded in, the lateral caval wall at the l2 level. Additionally, four of six of the filter legs (primary struts) perforate the caval wall. The perforating medial leg penetrates into and through the wall of adjacent aorta and has its tip located within the central portion of the aortic lumen. The perforating anterior leg lies in close proximity to overlying small bowel. The perforating posterior leg was partially embedded in the anterior aspect of the underlying l3 vertebral body where it has produced hypertrophic boney reactive changes. Three or six of the filter arms (secondary struts) also perforate the caval wall. The perforating medial arms both directly contact and may be partially embedded in, adjacent aortic wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 11/2008), g2, g3, h6(method). H11: b3, d1, d4 ,h6(result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed to prevent any potential deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted, migrated caudally and struts perforated the wall of the adjacent aorta. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt, filter migration and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter tilted, migrated caudally, and struts perforated the caval wall. The current status of the patient is unknown.